Event description:
It was reported that the customer's insulin pump gave motor error alarms. It was reported that the device did not deliver insulin to the customer as a result of the alarms. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's reported blood glucose value was 16.8 mmol/l. No further information was provided.

Manufacturer narrative:
Findings: pump seated at one pound during prime/aa33 alarm test due to faulty fsr (gold). However, pump passed basic occlusion and displacement test. No motor error alarms noted. Cracked reservoir tube near reservoir window, cracked reservoir tube lip, cracked case near lcd window corner, cracked lcd window and stained end cap sticker. Motor tested okay. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.